Manufacturer narrative:
The actual torn sample was not available for our evaluation. We reviewed the in-process tensile strength test results of the involved batch p1914155, the tensile strength in connection was min. 80n (spec requires min. 30n). And for white profile the strength was 41,6n with required min.spec 30n. So the test results show strong material and connections which have no reason to tear unless affected in use. Silicone drains easily tear if they were even slightly cut or nicked during insertion/use. We conclude that, most likely, the drain tore due to user-related reasons.

Event description:
Further to our conversation concerning 2 silicone drains that broke when being removed from the patient by a nurse on the hospital ward recently. One hospital has reported to us 2 separate recent incidences. No other hospital using this drain and lot# have ever complained. Nor do we have any complaints for the other size silicone drains that we purchase from degania silicone. The hospital still needs to provide proper details of what transpired. We do know that the drain was being removed from the patients body by the nurse while he was in his hospital bed. She felt negative resistance. I don't know what she did after that but the drain ripped. Part returned into the patients body. The patient had to go for a second surgery to remove the remains of the drain from his body. Subsequently they did not keep the drain components for analysis. The second incident we do not have all the details. But again apparently the drain broke when removed by the nurse on the hospital ward. The hospital did not keep the components of the drain to return to us.